Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the distal end/electrodes of the lead were bent. It was also noted that the visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the physician thought that they might have "crinked" the lead tip while trying to implant it. The physician removed the lead and implanted a new lead instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.